Event description:
It was reported that during a left arm graft thrombolysis treatment procedure, the balloon would not deflate. After the physician inflated the ultra-thin stent delivery system balloon, he was unable to deflate it. The inflation did not exceed the rated burst pressure. Both the sheath and the balloon were removed as a unit. The case was successfully completed with this device. It was reported that there were no pt injuries or complications. Patient status is reported as "fine". Additional info has been requested regarding this event.

Manufacturer narrative:
.